Event description:
Reporter stated that customer received the following results on the performa system within 2 minutes: 49 mg/dl, 64 mg/dl and 122 mg/dl. No actions taken based on device results during this event. No adverse event due to the device at the time of this event. On a different date (2 days prior to event above), the customer obtained a 187 mg/dl result at 9:00 on the performa system. He had unspecified hypoglycemic symptoms at the time of this result. The customer was "unsure about this result". It is unknown if he self-treated at home; he went to the hospital. Approximately 1 hour later, the result from the lab was 30 mg/dl. The customer was treated by the doctor with a "sugar hyperfusion" and began to feel better. The customer has fully recovered. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.